Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed a cholesteatoma and a subsequent infection at the implant site. It was also reported that the device had extruded from the cochlea. The device was explanted (B)(6), 2011 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).